Event description:
A surgeon reports one pt with an overcorrection in the left eye following refractive surgery. At approx 3.75 mos post-op, this pt was overcorrected by +.25 diopter in the left eye. Bcva equaled pre-op, 20/20, and ucva improved from 20/70 to 20/50-1.

Manufacturer narrative:
The investigation, including root cause determination is in progress.